Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, both catheters were observed entangled on the screen. A manufacturing record evaluation was performed for the finished device lot number 31468344m and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) cardiac ablation procedure with a optrell mapping catheter with trueref technology and the device got tangled with an impella. This occurred while the impella was in use during the procedure and the optrell was being used for mapping. The impella became stuck in the grid. The physician was able to pull the catheter out without surgical intervention. The physician used "patience and hand movements" to untangle the device. There was no malfunction noted with the catheter. No components became detached. No further details were provided regarding completion of the procedure. No patient consequences were reported.